Event description:
Leakage was found in the valve's silicone housing above the outlet port when the pumping test was performed to confirm proper flow. This occurred before the surgical site was closed but after the valve and the ventriclular and distal catheters were implanted and connected. The valve was removed and replaced.